Manufacturer narrative:
The fluidics bezel and front monitor bezel were replaced due to when the field service specialist visited the site location, during the evaluation of the equipment, found the bezels were cracked and had to be replaced. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss confirmed errors 2012 and replaced ethernet cable and instrument manager on the unit. Fss also replaced the fluidics and front monitor bezel on the unit. On one of the two visits that were made to the customer site, the fss also noted that the drain pump was noisy; therefore, he replaced the drain pump on the unit, which resolved the issue. Through follow ups, the field service specialist confirmed that he only found error 2012 in the system's event logs. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the system was in safety mode, that sporadical error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.